Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that following an ion-assisted lung biopsy targeting a right lung nodule, the patient developed a pneumothorax. The procedure was completed as planned. A post-procedure chest x-ray confirmed the pneumothorax. The physician suspected the pneumothorax may have occurred during advancement of the biopsy needle and/or third-party forceps, resulting in breach of the right upper lobe pleura. It is unknown whether chest tube placement was required. No additional details were provided, and there were no allegations of device malfunction associated with this event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.